Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a 500 ml intravia bag. The reporter stated that the device was leaking from the seam. The device was compounded with cyclophosphamide 2g. This event occurred at the labeling stage. There was no patient involvement. No additional information is available.